Manufacturer narrative:
Customer's qc was acceptable. The field service engineer discovered the ise electrodes were not seated properly due to a lever not staying in place. He replaced the ise sipper probe and tubing, cleaned and reseated the ise electrodes, cleaned and lubricated the ise lever, and replaced the ise reagents. He performed calibration, qc, and precision testing with acceptable results. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect gen.2 k and cl results for one patient tested on a cobas 6000 c (501) module. The customer received intermittent ise system alarms for two days. The patient's initial k and cl results were reported outside the laboratory. The customer noticed wetness within the ise electrode compartment, and the customer replaced the ise electrodes. The customer could not confirm if the patient¿s sample was repeated before or after the ise electrodes were changed. The patient¿s initial results were k 4.9 mmol/l and cl 77 mmol/l. The patient¿s repeat results were k 3.6 mmol/l and cl 108 mmol/l. The repeat results were determined correct. The k and cl electrode lot numbers and expiration dates were requested but not provided.